Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) battery contacts were compressed. It was also indicated that the upper case was dented, the lower case was broken, and the keyboard was scratched. The epg was to be scrapped.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.